Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (200 mcg/ml at 99.45 mcg/day), dilaudid (hydromorphone) (10 mg/ml at 4.972 mg/day), and bupivacaine (1 mg/ml at 0.4972 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient was scheduled for a routine pump replacement due to their elective replacement indicator (eri) being less than 8 months away (healthcare provider (hcp) routinely replaces pumps once they are below eri 10 months to prevent abrupt motor stall). External factors involved included the patient having a history of a previous catheter replacement on (B)(6) 2020 (refer to pe (B)(4) and having high medication concentrations with two adjuvant medications. Diagnostics/troubleshooting performed included catheter aspiration immediately prior to surgery which was positive, but sluggish in return. The patient was taken to the operating room today and placed in a right lateral position. The hcp first started by opening up the existing pump pocket. They then dissected out the old pump and existing catheter. Once the pump was dissected out of the pocket, they again attempted to aspirate from the catheter access port (cap) but still had sluggish return of cerebrospinal fluid (csf). The pump segment was removed and placed on the sterile table. They next flushed the catheter with preservative free normal saline with no resistance. Hcp then proceeded to retract the catheter slightly back through the pump pocket. After this, they again attempted to aspirate from the catheter and had ample return of csf with no resistance. The pump segments and new pump were then attached, and a final aspiration was done through the cap with continued return of csf. An x-ray was taken to confirm that the tip of the catheter was at t10. The event was resolved.

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial#: (B)(4), implanted: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-nov-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.